Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump flow rate began dropping to insufficient levels. The pump was removed and replaced with new impella cp and rp pumps, and the explanted pump was found to have a clot in the inlet. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on clinical narrative & data, the root cause of the low flow was most likely due to biomaterial ingestion into the pump. This report is being filed as part of a retrospective review of historical records.